Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked, and the user switched to backup therapy to maintain blood glucose management; a replacement ilet was shipped. Symptoms included no reported adverse clinical effects. Outcomes included continued therapy on backup without interruption to blood glucose management. Investigation included case intake and replacement logistics review and inspection of the returned device . Investigation of this device revealed physical damage to the display consistent with a cracked screen; no device software or therapy malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was user-handling¿related physical damage.